Event description:
A (B)(6) rep reported the following: the customer observed a plastic string in the CT syringe barrel before use.

Manufacturer narrative:
(B)(6) radiology quality assurance product analysis received and examined the returned syringe, lot number 161088, and confirmed the presence of a clear plastic particle in the fluid path. The particle measure approx 27mm in length and 0.5mm in width. Comparison of the particle with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists.